Event description:
It was reported that a farawave ablation catheter 31mm was selected for a atrial fibrillation ablation procedure. During the procedure in the left atrium the wire got stuck within the catheter. The catheter was replaced, and the issue was resolved. The procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis, as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.